Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the screen appeared to be scratched. Reporter was advised to remove the lens cover, clean the display lens and recheck for scratches. After removing the lens cover, reporter called back and reported that adhesive residue remained on the display lens and the screen looked burry. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was fully illuminated and functioned properly. It was observed that the display lens was covered with adhesive making it difficult to read. Unrelated to the display issue, the bolus button cover was damaged and contamination was found on the button contact.